Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A re-link was completed, and calibration tips were relayed. Based on subsequent monitoring, the system was found to be stable. The user was advised to only enter true bg meter values obtained from a fingerstick when calibrating. They were informed that entering estimated values or using readings from the eversense cgm or another cgm device could disrupt calibration and result in significant deviations in sensor readings. The user acknowledged understanding of the explanation.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported inaccuracies of the readings between cgm and bgm. Case was escalated where based on review, support observed symptoms consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. Support advised that the user should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings.support provided steps for user to perform a sensor re-link, which was successfully completed. Based on additional monitoring, support found that the system was stable and recommended that the user continue using the system, entering calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured.per dms review the system is being used with latest firmware version. B4.date of this report 11 nov 2025. G3.date received by the manufacturer? 11 nov 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.